Event description:
It was reported that stent fracture occurred. The 90% stenosed target lesion was located in the vertebral artery. A 6.0mmx18mmx150cm express vascular sd stent was used for treatment. However, one week post procedure, it was noticed that the stent was fractured. There were no patient complications or further interventions. The patient was stable.